Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver normal saline. After an unspecified length of time in use, it was reported after the male adapter of the tubing set was connected to an unspecified heparin lock, 0.5ml of blood leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.